Event description:
Customer reports to have ordered the incorrect size infusion sets; customer ordered 6mm instead of 9mm cannula. Customer also reports to have problems with the motor and unusual sounds when priming. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No prime anomaly or rewind anomaly noted. However, insulin pump had a noisy motor during testing due to faulty motor. Insulin pump received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.